Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the device was used 5 times within the past year. Not sure how long they have had the driver. She thinks that it has been used 30 times total. Currently the red light is flashing; however, not sure if was flashing when used. There was no patient injury or consequence during use.

Manufacturer narrative:
Qn#(B)(4). The manufacturing DHR file was reviewed. No recorded results of manufacturing issues or anomalies were reported. Ez-io driver 9058 (sn h48147) was returned for evaluation. Upon receipt, the driver was visually inspected. No physical damage was observed. When the trigger was pulled the driver was operable with a red blinking led light displaying. The driver was then subjected to simulated sawbone insertions. This functional test is used to determine whether the returned device still has the capability to power a 45mm ez-io needle set into a medium and/or hard bone. The 45mm ez-io needle set is used because it represents the worst-case scenario for io insertion. Two (2) sawbones with medium (50 lbs/ft3) and hard (105 lbs/ft3) hardness profiles with 3mm cortexes were used for the test. Each insertion was timed with a stopwatch (ID: c05180) while applying approximately 8 lbs. Of force on a weight scale (ID: c05318). Approximately 5 to 8 lbs. Of force is necessary to penetrate bone. Below are the test results: medium profile (50 lbs/ft3) insertion 1: 3.34 secs insertion 2: n/a insertion 3: n/a hard profile (105 lbs/ft3) insertion 1: n/a insertion 2: n/a insertion 3: n/a the unit failed the soft sawbone phase of testing with a complete stall on the first attempt at 3.34 seconds. No further testing was attempted. The complaint has been confirmed. The unit failed the soft sawbone phase of testing with a complete stall on the first attempt at 3.34 seconds. No further insertion testing was attempted. Condition - driver opened and other operating characteristics already evaluated and recorded. Battery voltage measured as 18.23 dc volts without being activated. Battery voltage measured as 9.85 dc volts when button was activated and voltage reached a stable level. Stable defined as when whole numbers (e.g., 6 volts, 7 volts, etc.) Stop changing (ignoring numbers after the decimal point). Results confirm a depleted (dead) battery. The eeprom was parsed and the results reveal the charge count was 16,986 ,039 and the cycle count was 192. The recorded charge count supports a completely depleted battery as the charge count has been exceeded. The cycle count of 192 (trigger activations) is also significant and substantiates driver usage with considerations to bone density, average insertion time, storage, and frequency of testing. Testing confirms the unit failure is related to battery depletion. The motor and gearbox were connected to dc power supply (ID c05319) and set to approximately 18v. When the trigger was pulled the motor and gear box were operable, exhibiting no signs of electro/mechanical problems. The complaint has been confirmed. Per the eprom data analysis, the driver failed. The failure is the result of battery depletion. No other corrective/preventative actions will be assigned. Several sections of the IFU will be referenced as part of this investigation report. The IFU states, "as with any emergency medical device carrying a backup is strongly advised protocol", "ez-io power driver led with blink red when the trigger is activated and has only 10% of battery life remaining", and "purchase and replace the ez-io power driver when the red led begins blinking". A review of the DHR found that the driver passed all the release criteria. The device was released in 05/2013 and is approximately 7 years old. The driver had no power because the batteries were depleted. Battery testing confirms depletion. No further action required.

Event description:
It was reported that the device was used (B)(4) times within the past year. Not sure how long they have had the driver. She thinks that it has been used (B)(4) times total. Currently the red light is flashing; however, not sure if was flashing when used. There was no patient injury or consequence during use.